Event description:
This case involved left sided removal of 3 ICD leads for bacteremia (cied system pocket infection) per glidelight laser sheath. The leads; rv lead (sjm #2162 implanted 108 months), ra lead (manufacturer unknown, implanted 108 months), and the lv lead (manufacturer unknown implanted 108) were all prepped with lead locking devices. During the case pericardial tamponade occurred, blood pressure dropped and patient went into cardiogenic shock. A perforation to the svc was noted and a rescue sternotomy and surgical overstitching was performed. The patient survived the intervention and all leads were removed during the case.